Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a clamp check error occurred without a cassette. The event took place during patient use. There was patient involvement; however, no patient harm was reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that a clamp check error occurred without a cassette. The review of event log found that any alarm or anomaly, which was related to the reported issue, was not recorded in the event log and received one repair request in the past one year. The visual and functional testing was performed. During visual inspection found that there was no physical damage to the device. The reported issue was not confirmed, and the downstream occlusion sensor was replaced. The device passed all functional tests after the repair was completed.